Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose again.